Event description:
It was reported that: the scrub tech tried to insert a cage into the inserter and it crossthreaded and snapped the metal thread. Scrub tech replaced with new and surgery was finished. No delay no adverse consequences.

Manufacturer narrative:
Medical device: lot# 11d000. Method: visual inspection; device history review; complaint history review; risk assessment; results: the device was inspected and the tip of the inserter was fractured off of the device. Per manufacturing history review the inserter was manufactured in january 2012. Conclusion: therefore the root cause of the reported event is crossthreading the cage and the inserter and/or normal wear and tear of the device.

Event description:
It was reported that: the scrub tech tried to insert a cage into the inserter and it crossthreaded and snapped the metal thread. Scrub tech replaced with new and surgery was finished. No delay no adverse consequences.